Manufacturer narrative:
The cortrak returned was evaluated and found to have no defect and functioned according to specifications. The tracing starts with an "out of range message," the tracing then is briefly displayed in the lower left quadrant from 7 seconds to 17 seconds into the placement. The tracing then begins to move in an upward motion, alternating between "out of range" and seeing some portion of a tracing. This would indicate that the cortrak unit was activated prior to placing the feeding tube into the nares of the patient. This random movement of the feeding tube continues until approximately 39 seconds at which time it appears the feeding tube is actually being placed in the patient. The tracing is to the patient's right of the vertical midline indicating the receiver unit is likely not accurately placed at the xiphoid process. At approximately 45 seconds the tracing shows a path to the patient's right indicating a possible right lung placement. The depth of the tracing seen in the depth view would also support placement in the lung. It is unclear why the clinician did not react to the tracing displayed by the cortrak.

Event description:
Event desc: a stroke patient, who was unable to follow a command to swallow had a cortrak assisted feeding tube placed. The first attempt ended when resistance was met at 50 cm. The tube was withdrawn. A second attempt met no resistance, advanced to 60 cm and secured. No auscultation was noted when 30 cc of air was pushed. On the cortrak monitor screen the nurse said "it did not appear to be in the stomach." The tube was withdrawn and minutes later the patient began to wheeze. A chest x-ray revealed a right moderate pneumothorax. A chest tube was inserted and removed two days later.